Event description:
Ous MDR - this device was implanted in a young patient due to suspected af. The implant went as expected, with no issues. A subcutaneous suture with absorbable thread was used and then a pocket suture with non-absorbable intra-cutaneous thread was used on the skin. After about four weeks the patient came in with an open wound and the flexible lead end of the monitor was noted to be slightly bent and it presumably put pressure on the stitches. Once the device was removed, the bend was still seen in the lead end. This is all of the information that was provided to us. The device was not returned for analysis.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.